Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros na+ results were obtained from a vitros pv I lot r7909 control fluid sample using vitros na+ slide lot 4234-1048-6787 on a vitros 4600 chemistry system. The assignable cause of the event is an instrument performance issue. A diagnostic vitros na+ within-run precision test generated unacceptable results. Acceptable vitros na+ performance was obtained after an ortho field engineer performed the service actions of replacing the microslide metering pump, erf carrier proboscis and tubing, dispense blade and performing all necessary dispense blade and microslide metering x, y, and z adjustments. Ortho currently has an open investigation for na+ - high and low outliers on multiple vitros systems using multiple na+ slide lots. Therefore, a performance issue with vitros na+ slide lot 4234-1048-6787 cannot be completely ruled out as contributing to the event. (B)(4).

Event description:
The investigation determined that non-reproducible, higher than expected vitros sodium (na+) results were obtained from a vitros performance verifier (pv) I lot r7909 control fluid sample using vitros na+ slide lot 4234-1048-6787 on a vitros 4600 chemistry system. Vitros pv I lot r7909 results of 150.7 and 183.0 mmol/l vs. The expected result of 117.5 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from non-patient vitros pv samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).